Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside of normal use observed in the black box history. A basal delivery interruption was observed on (B)(4) 2012 due to a suspend noted in pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. No alarms occurred during testing. The pump cover was removed and no moisture ingress was observed. No issues were noted with the force sensor circuit or to the power circuit. The pump was able to power up to the "verify" screen and successfully prime. The pump was exercised for 24 hours. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was found to be delivering within the required specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas to report the patient had blood glucose readings in the 70s mg/dl while the patient took insulin pump therapy based on the dexcom continuous blood glucose monitor. At the time of concern, the patient had symptoms described as "legs shaky, head hurt, and hunger." The patient was able to take treatment with 4 glucose tablets and juice. The reporter was instructed to take insulin based on blood glucose reading from a finger and not from the dexcom continuous blood glucose monitoring. The basal segment is correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient had symptoms suggestive of hypoglycemia while on insulin pump therapy. The animas could not be ruled out as a contributor to the event.